Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection).

Event description:
During the index procedure, the physician used two (2) admiral xtreme pta balloon catheters to treat a lesion in the sfa of the left leg. A dissection was reported to have occurred during the procedure which was treated with the implantation of a complete se stent in the target lesion. The investigator indicated that the event was not related to the device but probably related to the procedure. It was reported that the patient recovered.